Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
According to the patient, following a cardiac catheterization an angio-seal was used and an unknown issue occurred. Allegedly, the patient underwent surgical intervention and the angio-seal was removed from the femoral artery. The patient stated that her hospitalization was extended due to this event and she reports that she continues to have discomfort.